Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff attributed the air alarm to the operator inadvertently introducing air into the system when administering a saline bolus. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility has provided additional training regarding air removal procedures. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment, which could not be resolved. Clotting of the circuit occurred due to the amount of time spent troubleshooting the alarm resulting in an estimated blood loss of 190cc. No medical intervention was required.